Event description:
The event occurred on an unknown date. The customer reported an impurity in the burette when herceptin infusion ended. Testing confirmed the complaint of impurity in a returned 142730490 primary plum microdrip set. When received there was a particulate found inside the fluid path of the burette. An ft-ir was performed and no significant correlations were made. The origin of the particle is unknown. It is unknown when or where this particle was introduced into the set. A batch record review was performed to lot# 926025h, list# 14273-0490 and no discrepancies that may have contributed to a complaint of this nature were found.